Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was unresponsive on the insulin pump. It was also found the insulin pump was scrolling through the numbers. Customer stated they were unable to resolve the issue with a battery change. It was also found a battery out limit alarm occurred on the insulin pump. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump had corroded keypad traces. No scrolling numbers noted. No unresponsive buttons noted. No battery out limit alarm noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. The insulin pump had cracked belt clip slot, broken reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.